Manufacturer narrative:
One device was received for evaluation. The returned unit was labeled for single use. A visual inspection was performed and there were no signs of physical abnormality that could have caused the reported condition. A functional leak test was subsequently performed by manually filling the unit with water. During fill, a leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to a white particle approximately 2.75 mm in length, lodged under the device checkband. The white particle was subsequently identified to be acrylic material via spectroscopy testing. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) large volume infusors leaked from an unspecified location during fill. There was no patient involvement. No additional information is available.